Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Customer¿consumed carbohydrates¿to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.